Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement greater than 125 ohms that corresponded with electromagnetic interference (emi) from an ablation procedure. It was noted that impedance readings returned to normal afterwards. This ICD and rv lead remain in service. No adverse patient effects were reported.